Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a cs 087 call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 11/18/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data revealed multiple cs 087 service alarms. The cs 69 failure is defined as a language file corruption while retrieving the language text. The cs 69 failure was written as a cs 87 failure in the black box. The original cs alarm was unable to be duplicated during investigation. During testing, the pump performed the ez-prime steps with no cs alarms occurring. The pump was exercised for 24 hours on a 1 unit basal rate with no cs alarms occurring. The error was resident to the u39 component on the printed circuit board. Unrelated to the original complaint, the battery compartment was observed to be cracked along the left side of the bumper pad extending from the case seal towards the threads. There was no evidence of moisture found inside the battery compartment. The pump case was cracked between the bottom of the keypad cover and the case seal. There was moisture observed on the display screen under the display lens. A leak test was performed and failed indicating a battery compartment as well as a pump case leak. The pump case was removed and moisture corrosion was found throughout the inside of the pump. There was no corrosion observed on the u39 component.